Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the user noted that five hundred (500) tubes shown red cell hang up or a red cell ring within the tube. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer for investigation. Visual evaluation of the photos did not indicate red cell hang up/ring. In addition, 100 retain samples from bd inventory were visually inspected, and no additive defects related to red cell ring/hang up were found. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for red cell hang up/ring. Bd was not able to identify the exact root cause for the indicated failure mode. Factors that may contribute to red cell hang up/ring were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the user noted that five hundred (500) tubes shown red cell hang up or a red cell ring within the tube. No health impact or consequence reported.